Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and experienced syncope in the waiting room, was pulseless and had cardio-pulmonary resuscitation performed. A remote device transmission showed 312 atrial high rates since (B)(6) 2013 and five of the episodes were on the day of the ER visit. Atrial lead oversensing could not be ruled out. The atrial lead remains in use. No further patient complications have been reported as a result of this event.